Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the patient suffered from middle cerebral artery stenosis. After a prowler select plus 150/5cm microcatheter (606s255x, 31000494) was in place, a EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7258214) was delivered to target positioning point. The physician started to release the stent, after 1/3 of the stent passed through the microcatheter, it was found that the positioning was inaccurate. The microcatheter and stent were withdrawn for repositioning, and the stent was delivered to release again. The stent was impeded in microcatheter tip and could not to pass through. The physician retracted the stent and switched a new one to complete the surgery. Additional information was received indicating that the prowler select plus microcatheter was withdrawn slightly to adjust position. The inaccurate position was not considered to be caused by a device deficiency. It was not necessary to remove or replace the microcatheter due to the resistance. After the stent was removed from patient body, it released. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device.

Manufacturer narrative:
Product complaint#: (b(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, the patient suffered from middle cerebral artery stenosis. After a prowler select plus 150/5cm microcatheter (606s255x, 31000494) was in place, a EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7258214) was delivered to target positioning point. The physician started to release the stent, after 1/3 of the stent passed through the microcatheter, it was found that the positioning was inaccurate. The microcatheter and stent were withdrawn for repositioning, and the stent was delivered to release again. The stent was impeded in microcatheter tip and could not to pass through. The physician retracted the stent and switched a new one to complete the surgery. Additional information was received indicating that the prowler select plus microcatheter was withdrawn slightly to adjust position. The inaccurate position was not considered to be caused by a device deficiency. It was not necessary to remove or replace the microcatheter due to the resistance. After the stent was removed from patient body, it released. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was returned already detached from the unit, as mentioned in the event. The delivery wire and the introducer were found to be in good condition (i.e., no kinks, bents, or elongations). The stent component was inspected under microscopic magnification, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The distance between the delivery wire tip and reference marker was measured and it was confirmed to be within specifications. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. However, based on the detachment condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.